Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were prescription steroids administered? Were antibiotics prescribed? What medical/surgical intervention was provided? Were there signs or symptoms of infection prior to the procedure? Were cultures performed? What is current condition of the patient? Product code and lot number? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. (B)(4).

Event description:
It was reported that a patient underwent a skin laceration of calf procedure on (B)(6) 2021 and suture was used. During the procedure, after debridement, when sewing the fourth stitch with the suture, the needle broke at the end. The broken needle was removed immediately, and compression hemostasis was performed. After disinfection, another like device was used to complete the surgery. Additional information was requested.